Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 mitral regurgitation (mr) for a mitraclip procedure. A mitraclip ntw was deployed on the posterior and anterior leaflet segments. Upon release a single leaflet device attachment (slda) was observed. The clip detached from the anterior leaflet and remained attached to the posterior leaflet. A second mitraclip nt was implanted lateral to the first clip. The final mr grade was 1.